Manufacturer narrative:
The manufacturer received information in relation to a rp-pca,rohs,everflow unit. The patient has alleged overheating of the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. Based on the information available at this time of investigation, it has been determined that there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.